Event description:
It was reported that "patient said, he bent over and felt something - initially was getting better. Then felt something on night of event and went to the e.r. Neck of prosthesis is broken." Patient was revised.